Event description:
Animas ping insulin pump is delivering boluses without anyone administering them. This has happened at least 12 times. The last 3 of which being on (B)(6). Animas (johnson & johnson) was notified on (B)(6) after first bolus. They sent a new pump. Again, more boluses ( I have dates, times, amounts, etc.). Called animas on (B)(6). They sent a new pump. I discussed with them that this only seems to be occurring when my daughter (pump wearer) is watching tv and using our new (B)(6) remote. I am told it is impossible. Happens again on (B)(6), 3 times. "I called and reported - again, stating that "I really feel that it has something to do with our tv remote and some sort of button combination." I can't replicate it, but that is the only time it happens, when she is using the remote. Again, denial - no questions of us to try to investigate with (B)(6) or anyone to see what is going on. Three new pumps that now are giving boluses that have dropped my daughter's blood sugar to dangerous levels, 34 at one time with 10 units of insulin on board that will continue to drop her lower. Thankfully, I discovered that she was given insulin and was able to get sugar in to her through her tears of not feeling well. No one from animas will even entertain the idea that there could be a problem with frequency ((B)(6) or animas) and just keep saying it is impossible. Everything is impossible until it happens one time. Then all things are possible. This has happened 12 times and we know it is not our daughter dosing herself.